Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID :3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer and patient reported the patient had injections and radiofrequency (rf) ablation on their back last month and it really hurt. They spoke with their doctor and told them maybe they nicked a wire during the procedure. A fluoroscope was used. The patient was getting cortisone or rf ablation every 6 months. The patient was taking percoset or oxycontin. The ins was indicated for spinal pain and sciatic nerve injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had their husband call to get their device turned back on to resolve the pain during their rf procedure and possible nicked wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.